Manufacturer narrative:
A device malfunction occurred, but did not cause or contribute to a serious injury or death.

Event description:
Rptr indicated that a soft and hard reset needed to be prformed during a 7.1 software upgrade. A sql error would occur after every interrogation. The handheld and software were returned to MFR for analysis. Analysis of the returned software identified corruptions, which may have caused the reported problems. No anomalies were found in the analysis of the handheld.